Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt, migration, perforation and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, the vena cava filter allegedly tilted, embedded, migrated, and perforated through the ivc into adjacent organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten days post filter deployment, right lower extremity venogram revealed there was a small amount of thrombus below the previously placed inferior vena cava filter and this thrombus was extending slightly above the left inferior vena cava filter but not to the level of the renal veins. Subsequently, a few days later computed tomography revealed there were inferior vena cava filters in both the right and left inferior vena cava and there was thrombosis of the left extending to the left iliac region. Approximately one month later, the left-side inferior vena cava filter could not be removed as it was embedded in chronic thrombus. The removal attempt was unsuccessful. Eventually, one month later, using loop snare multiple attempts were made to retrieve the inferior vena cava filter but it was unsuccessful due to mild tilting of the filter. Approximately one year later, computed tomography revealed there was a filter present possibly within a left gonadal vein. Therefore, the investigation is confirmed for retrieval difficulties and filter tilt. However, the investigation is inconclusive for filter migration and perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10:g4,h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post filter deployment, the vena cava filter allegedly tilted, embedded, migrated, perforated through the inferior vena cava into adjacent organs and thrombus above the filter. The patient had thrombosis. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt, migration, perforation and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that sometime post filter deployment, the vena cava filter allegedly tilted, embedded, migrated, and perforated through the ivc into adjacent organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that sometime post filter deployment, the vena cava filter allegedly tilted, embedded, migrated, perforated through the ivc into adjacent organs and thrombus above the filter. The patient had thrombosis.the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten days post filter deployment, right lower extremity venogram revealed there was a small amount of thrombus below the previously placed inferior vena cava filter and this thrombus was extending slightly above the left inferior vena cava filter but not to the level of the renal veins. Subsequently, a few days later computed tomography revealed there were inferior vena cava filters in both the right and left inferior vena cava and there was thrombosis of the left extending to the left iliac region. Approximately one month later, the left-side inferior vena cava filter could not be removed as it was embedded in chronic thrombus. The removal attempt was unsuccessful. Eventually, one month later, using loop snare multiple attempts were made to retrieve the inferior vena cava filter but it was unsuccessful. Approximately one year later, computed tomography revealed there was a filter present possibly within a left gonadal vein. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt, filter migration and perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown.per medical records, multiple attempts were made to engage the filter but were unsuccessful due to thrombus above the filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post filter deployment, the vena cava filter allegedly tilted, embedded, migrated, perforated through the inferior venacava into adjacent organs and thrombus above the filter. The patient had thrombosis.the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Around ten days post filter deployment, an inferior venography was then performed above the previously placed inferior vena cava filter. There was a small amount of thrombus below the previously placed inferior vena cava filter, that thrombus extends slightly above the filter but not to the level of the renal veins. There was some hypodensity was seen inside the struts of the left inferior vena cava filter likely represent a degree of thrombus. After eight days, computerized tomography head/brain w/o contrast showed thrombosis of the left inferior vena cava extending through the inferior vena cava filter. After one-month, inferior vena cava filter removal was performed. Access was gained via right internal jugular vein and then a 5fr sheath was placed over the j wire. Next, used a 0.035 glide wire over the 4fr glidecath and directed it to the distal right inferior vena cava. Next, they exchanged the glidewire for an 0.035 amplatz wire and exchanged the 5fr sheath for a 12fr long sheath as part of denali inferior vena cava filter removal kit (after serial dilation). There were significant issues in crossing through the left inferior vena cava filter but finally crossed it using a glide gold wire. Next, over this steel core wire and glide cath, they had advanced the sheath into the left inferior vena cava just before the inferior vena cava filter. Then used multiple snares to remove the left inferior vena cava filter including denali snare, en snare 9-1smm, atrieve 18-30mm snare, however despite multiple tried they could not hook the inferior vena cava filter into the snare as it was imbedded in chronic thrombus. This was concerning for significant thrombosis of the filter which was precluding its removal. Then performed venogram distal to the left inferior vena cava filter which showed thrombosis of the previously placed left common inferior vena cava stent. The attempted to remove the left inferior vena cava filter was aborted. After one week, attempted retrieval of denali inferior vena cava filter. The patient underwent successful lysis of the thrombus and, mechanical thrombectomy of the inferior vena cava. Unsuccessful attempt at retrieval of denali inferior vena cava filter due to the mild tilting of the filter and inability to ng tube the filter hook. After five months, the patient presented with abdominal pain. The patient still noted the pain was mostly in the left lower quadrant of the abdomen where the inferior vena cava filter was. The patient stated that there was a piece of the filter that floats around causing pain, primarily in the right lower quadrant. After one month, the patient reported that the pain continues to be intermittent abdominal pain due to a broken piece of a filter migrating inside the body. After two months, the patient presented with pain. A computerized tomography l-spine without contrast showed that there was inferior vena cava filter in a duplicated left inferior vena cava normal variant at the l3-l4 level. After one year and seven months, the patient with a history of bilateral lower extremity deep vein thrombosis, inferior vena cava filters, including one which was partially removed and in which a wire was lost who presents now with a chief complaint of left lower extremity swelling and discomfort and left-sided chest pain which was worse with breathing. After one year, the patient presented with history of abdominal pain for 7 days due to inferior vena cava filter being clogged up. Therefore, the investigation is confirmed for the alleged filter tilt, retrieval difficulties and filter occlusion. However, the investigation is inconclusive for filter migration and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the filter but were unsuccessful due to thrombus above the filter and filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.